Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the lv threshold was high. The lv remained in use, and subsequently, the lv pace configuration was reprogrammed at a later time. No patient complications have been reported as a result of this event.